Event description:
Customer reported that device did not work well. During service technician found pressure valve on hose doesn¿t work, coupling shaft defective. Pre-test repair test results showed positive for oil leak.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician found pressure relief valve loose, due to improper cleaning or maintenance. Technician repaired coupling shaft.